Event description:
It was reported that a skin reaction was occurred. On approximately (B)(6) 2025, the patient experienced infection and dots on the skin under entire patch area. The patient visited his doctor and was prescribed antibiotics. At the time of the report, the patient was feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).